Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported, a cook bakri postpartum balloon with rapid instillation components was used to treat postpartum hemorrhage (pph). The patient lost 1500ml of blood prior to device placement. The device was placed transvaginally 30 minutes following the delivery and was inflated to 480ml with physiological serum. Five minutes after the device was placed, the doctor was unable to "instill" the bakri balloon, "defective balloon, probably pierced." Hemostasis was achieved with another device of the same type, and the patient was administered a transfusion of 1500ml globular pellets and fresh frozen plasma. Investigation - evaluation reviews of the complaint history, device history record, specifications, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation, and no physical examinations were performed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information available, cook has concluded that the most probable cause for this event could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided on 23sep2020. 1500ml of blood was lost prior to device placement. The device was placed transvaginally 30 minutes following the delivery and was inflated to 480ml with physiological serum. Five minutes after the device was placed, the failure was discovered. Hemostasis was achieved with another device of the same type, and the patient was administered a transfusion of 1500ml globular pellets and fresh frozen plasma.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, a cook bakri postpartum balloon with rapid instillation components was used to treat postpartum hemorrhage (pph). The doctor was unable to "instill" the bakri balloon, "defective balloon, probably pierced." Another same type device was used. The device was discarded by the customer and will not be returned. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.